Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as malignant pain and other carcinoma. It was reported that immediately after the patient's first pump fill, the skin around pump felt hot, warm, burning feeling. When the patient returned to the clinic everything was removed due to infection. The complete system removal occurred due to staph infection and abscess. The drug information, onset, and diagnostics performed were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.